Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) could not show the icp reading during the procedure. The procedure was completed with a replacement product available. . No patient injury reported and the event did not led to surgical delay.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6) was returned for evaluation. Device history record (DHR) - the lot met specifications when released on july 9th, 2021. Failure analysis - the issue of the complaint has been confirmed. The sensor diaphragm is broken. A puncture in catheter 28cm from tip; exposing internal wires. No testing was possible. Based on the failure analysis, the root cause of the issue reported by customer could be determined as a mishandling of the device.